Event description:
It was reported that the device may have reached the elective replacement indicator (eri) prematurely. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2009. (B)(4).